Manufacturer narrative:
(B)(4). The insulin pump was received with a scratched case. The test p-cap/reservoir does lock properly inside the reservoir tube. The pump passed the displacement test and self test. No unexpected pump error 63, pump error 53 and pump error 4 alarm noted during the testing. The pump history download was successful using thus. Pump error 53, pump error 4 and pump error 63 alarm (variable 0c) was found in the formatted history file due to problem isolated on the electronic assembly.

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarms. Customer stated that they able to clear alarm and able to rewind insulin pump. Customer stated that fill cannula was recorded in daily history. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.